Manufacturer narrative:
Alleged failure: we seem to have an issue with one of the crossfires. When we power it on, it says that there is an error. The crossfire is located in or3. The serial number is (B)(6). The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the rf board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.